Event description:
It was reported that froze on wire and balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified posterior tibial artery of the right lower limb. A 014 x 300 cm non-boston scientific 014 guidewire was used to cross the lesion successfully. After guidewire placement, a 3.5 mm x 150 mm x 150 cm, otw coyote balloon catheter was prepared and advanced over the guidewire without difficulty. The balloon was inflated at the lesion without issues. However, resistance was encountered during withdrawal; the balloon could not retract over the guidewire and had to be removed together as a single unit, resulting in loss of access to the lesion. Once outside the patient, attempts to separate the balloon from the guidewire were unsuccessful. Based on the attached photo, the balloon was confirmed to have ruptured. The procedure was completed with another of same device. The patients condition post-procedure was stable.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that froze on wire and balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified posterior tibial artery of the right lower limb. A 014 x 300 cm non-boston scientific 014 guidewire was used to cross the lesion successfully. After guidewire placement, a 3.5 mm x 150 mm x 150 cm, otw coyote balloon catheter was prepared and advanced over the guidewire without difficulty. The balloon was inflated at the lesion without issues. However, resistance was encountered during withdrawal; the balloon could not retract over the guidewire and had to be removed together as a single unit, resulting in loss of access to the lesion. Once outside the patient, attempts to separate the balloon from the guidewire were unsuccessful. Based on the attached photo, the balloon was confirmed to have ruptured. The procedure was completed with another of same device. The patients condition post-procedure was stable. It was further reported that the patient had lesions of moderate severity, and the anatomy was not considered challenging. No patient or lesion factors contributed to the occurrence of this event. The procedure was managed in the standard manner, and procedural factors did not contribute to the event; the other balloons used did not present any difficulties. The patient successfully regained perfusion in the lower limb due to additional interventions.

Manufacturer narrative:
Updated b5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that froze on wire and balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified posterior tibial artery of the right lower limb. A 014 x 300 cm non-boston scientific 014 guidewire was used to cross the lesion successfully. After guidewire placement, a 3.5 mm x 150 mm x 150 cm, otw coyote balloon catheter was prepared and advanced over the guidewire without difficulty. The balloon was inflated at the lesion without issues. However, resistance was encountered during withdrawal; the balloon could not retract over the guidewire and had to be removed together as a single unit, resulting in loss of access to the lesion. Once outside the patient, attempts to separate the balloon from the guidewire were unsuccessful. Based on the attached photo, the balloon was confirmed to have ruptured. The procedure was completed with another of same device. The patients condition post-procedure was stable. It was further reported that the patient had lesions of moderate severity, and the anatomy was not considered challenging. No patient or lesion factors contributed to the occurrence of this event. The procedure was managed in the standard manner, and procedural factors did not contribute to the event; the other balloons used did not present any difficulties. The patient successfully regained perfusion in the lower limb due to additional interventions. It was further reported that the physician performed a new lower-limb angioplasty using a coyote balloon of similar size to the initial one.